Manufacturer narrative:
Received new information from the provider. Section a2: this information provided by the provider. Section a4: this information provided by the provider. Section a5/6: this information provided by the provider. Section b3: this information provided by provider. Section b5: this section updated as there was new information provided by the provider.

Event description:
The patient first used the device on 4-30-21 and experienced the reaction that evening. The patient noted a tingly sensation, redness and irritation inside the upper/ lower lip and cheeks where the appliance touched. The patient discontinued the device (B)(6) 2021 and the reaction lasted four days ((B)(6) 2021). There was no medical treatment provided. The patient used vaseline to sooth irritation. The current status is listed as "normal." The patient has allergies to latex, bactrim and adhesive tape. There were no allergy tests done prior to or after delivery. The patient has a medical history of hyperlipidemia/hypercholesterolemia and hypertension. Current medications include: zetia, atacand, mobic, cymbalta and crestor. With regard to the device: the device was rinsed with warm water prior to delivery of the device. The patient was instructed to clean the device with warm water and a soft denture brush.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier's (erkodent & airway management) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Erkodent review: lot# e2mm-11453 (erkodur) was manufactured from 07/21/20 and was assigned with 3 years expiration. Lot# ep2mm-11422 (erkoloc-pro) was manufactured from 04/07/20 and was assigned with 3 years expiration. Airway management review: part #: 12k-0phf-20, kit #: pkt12k-0piz-20. Supplier (airway management) reviewed c of c (certificate of conformance), a chemical analysis report, and confirmed material compositions are within specification. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator visually inspected the returned device. The returned parts included both upper and lower tray in a tap case. The results were summarized below: roughness - the edge was smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device turned yellowish due to the usage. General cleanliness - the returned device was not clean, and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: airway management confirmed the tapiii has nickel content (3-5%) and is very possible to develop an allergic reaction in people with existing sensitivity. However, it was unknown and not reported if the patient was allergic to nickel. Per the reported information, no allergy test was done prior to or after delivery of the appliance. The patient noted a tingly sensation, redness and irritation inside the upper/ lower lip and cheeks where the appliance touched. Additionally, the patient was reported to have allergies to latex. Supplier airway management confirmed that all ami plastics are latex free and only natural rubber or plastics contain latex. Per "warnings" section from patient instruction booklet sent to the patient, it contains the following statement, "allergic reaction may be encountered in people who are sensitive to nickel or self-curing acrylic." The device's caution label states that "inspect the tap device prior to each use. If any parts of the device become loose or damage, return to your prescriber. Discontinue use if you observe material separation, material degradation, or damage parts. Discontinue use if you are experiencing nausea, vomiting, soreness or an allergic reaction." Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. This information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported that the patient had a reaction to the tap iii device. It was reported that the patient experienced inflamed, sore upper and lower lips as well as the inner cheeks. The device was delivered to the patient on (B)(6) 2021. The patient wore the appliance for about 10 minutes and started getting "tingly" and stopped using the device immediately. The patient has no medical or dental history prior to delivery. The provider suggests that the patient have an allergy test. It is unknown if this has been carried out. The patients current status was not provided. With regards to the device, it is unclear how the provider cleaned the device prior to the delivery to the patient.